Event description:
The customer reported the evis exera iii video system center display a b30 error with only the upper 190 series scope. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the field service engineer (fse) and an olympus sales representative to troubleshoot the device. The fse suspected a potential maj-1933 scope communication cable damage; however, the fse was uncertain which end of the cable was plugged in the cv-190 or clv-190 units. Tac confirmed that the maj-1933 connector was damaged and will break the connector of any attempted cv-190 unit. Tac suggested a new maj-1933 cable to ensure no further problem and the fse agreed. Tac spoke to sales rep to further troubleshoot. Tac asked the rep to connect a pcf-hq190al second loaner scope to confirm that the b30 error message persists on the cv-190 and fails to clear. The scope cleared the error message and image appeared properly on the screen. The scope captures and prints to the oep-5 printer correctly. Tac advised the customer to not reprocess the second gif-h190 scope until the b30 error message clears. The customer had tried many ways to clear the message by powering off the cv-190/clv-190, disconnecting the scope, and pressing escape on the olympus keyboard prior to reconnecting. All the attempted steps failed except for the pcf-hq190al scope clearing the message. The customer¿s gif-h190 scope was sent back with no fluid invasion. Tac advised the customer to send in the cv-190 and maj-1933. Three attempts were made for product return status but no response has been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the malfunction of the connector terminals of the cv-190 and maj-1933 could not be identified. Olympus will continue to monitor field performance for this device.